Manufacturer narrative:
Customer has indicated that the product is in process of being returned for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
As reported, the patient underwent revision of the left reverse total shoulder arthroplasty (tsa) (initial implant date unknown) at which time the implants were explanted because of loosing possibly due to infection. An antibiotic spacer was implanted. The event was not related to the breakage of a device and did not lead to a surgical delay/prolongation. The patient was last known to be in stable condition following the event.